Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica jacquet would suggest that this event would not be associated with the device but rather would be related to improper use of cleaning for this device.

Event description:
All three wire tightening pliers in the set failed to "grab" the k wire. Two pliers were brought in the from the nearest hosp to complete the procedure. One of the pliers also failed to "grab" the wire, but the other worked. This event did not cause any adverse consequence to the pt.